Event description:
A report was received regarding a revision procedure to remove an 8-hole lcp plate and eight (8) 3.5mm cortex screws due to non union of the ulnar fracture (implant date unknown). Upon revision, the surgeon curretted fibrous tissue from the wound and implanted a longer synthes plate (unspecified). This is report #9 of 9 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.